Event description:
It was reported that an all-in-one empty container, with connector, had an unknown amount of particles present inside the device. This event occurred before patient use. There was no report of patient injury/adverse events, nor medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). During visual inspection of the returned sample no particulate matter was found inside the fluid path. The cause of the reported condition cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.